Event description:
Left knee hot [joint warmth], left knee swelling, left knee pain [arthralgia], fluid aspirated from left knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales rep regarding a (B)(6) female pt, initials unk, with osteoarthritis. The pt's medical history was significant for previous treatment with synvisc in the right knee (in (B)(6) 2012) and a previous reaction in the right knee after treatment with synvisc. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2ml once, in left knee (route of administration not provided). On unspecified dates in (B)(6) 2013, the pt's left knee was hot and the pt developed left knee swelling and left knee pain. It was reported the pt went to urgent care and 30cc of joint fluid was aspirated from the left knee (left knee effusion). On (B)(6) 2013, the pt again underwent arthrocentesis and 70cc of joint fluid was aspirated from the knee. On an unspecified date in (B)(6) 2013, the pt received treatment with steroid (unspecified) injection for the event of hot left knee, left knee swelling, left knee pain and left knee effusion. The treatment with synvisc was permanently discontinued in response to all the events. The outcome for all of the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc and all of the events.

Manufacturer narrative:
Qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the production and quality control documentation for lot #v1211, with expiration date 08/2015, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The benefit-risk relationship of synvisc is not affected by this report.